Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported would not auto restart after downstream occlusion which was reproduced. During the evaluation, the downstream sensor current reading was out of specification with a fluid filled set loaded (high). The downstream pressure plate gap was also found out of specification.

Event description:
During recertification of a baxter pump, functionality testing was completed. During the testing, the device would not auto restart after downstream occlusion. There was no patient involvement.